Event description:
It was reported that during either a laparoscopic cholecystectomy or a laparoscopic hernia procedure on (B)(6) 2012 the top of the device came off, and the device leaked co2. There was a drop in pressure, visibility was affected and there was a higher consumption of gas. It was believed that the leak was where the device was loose on top. The trocar was replaced. There was no pt injury. The device was reported to be discarded. Additional info regarding the procedure, the pt and the device was requested, but no additional info was available.

Manufacturer narrative:
The device was not returned to the MFR so no eval could be performed.